Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. Transmitter voltage was tested and passed. Pairing with the (B)(6) bluetooth device was performed and the device passed. Transmitter functional testing was performed and passed. There was no log data available for evaluation within the investigation window. The bin log file was reviewed and loss of connection was observed. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was received but does not reflect full investigation window. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.